Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a sleeve gastrectomy, on the first use of the device, it was noted that there was an air leak, a valve tear and valve deformation. The patient's age, weight and sex is not applicable. There is no patient injury or harm. The case was completed by another device. The issue did not cause a colostomy, official laparotomy, re-surgery etc. There was no unexpected tissue loss. There was no extension of the incision over 1cm. There was no unexpected loss of blood 500cc or more. There was no delay more than 30 minutes happen due to product problem. There was no device fragment or component dropped in cavity of patient.